Event description:
An issue was reported regarding an incorrect time setting on the customer's device. There was no adverse impact on the customer's blood glucose level, with no reported instances of levels going above 500 mg/dl or below 54 mg/dl. Customer technical support assisted the caller in updating the device's time and advised monitoring the issue, with a recommendation to follow up if the time discrepancy reoccurs. The caller understood and acknowledged this advice.